Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. She manually removed the tampon pieces. She began to experience discharge and odor so she went to her gynecologist and was diagnosed with a ph imbalance and bacterial infection. She was prescribed a vaginal cream, vandazole. She completed the medication but is still experiencing odor.